Manufacturer narrative:
The insulin pump passed the functional test, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarm or other pump error noted during testing, however the insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to connector.

Event description:
Information received by medtronic indicated that the multiple motor errors. Customer reports the drive support cap appears normal. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.